Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitreo-retina surgery the aeration and infusion control stopped working. The issue was resolved by replacing the product with another. The procedure was completed without consequences to the patient. A product sample has been requested for this report.